Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
The customer reported: oxygen tubing from carefusion (airlife oxygen tubing) ( 7 feet) does not fit well onto hudson rci adult oxygen mask. Psls put in, because patient needed oxygen and the tubing kept coming off the mask.